Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The screening CT and coronary angiogram were submitted for review. The images were reviewed by an edwards lifesciences physician proctor. Images of the tavr procedure were not provided. Observations: from screening coronary angiogram ((B)(6) 2014). The aortic valve is heavily calcified. The calcium is mainly in the leaflets and valsalva sinuses. From screening CT ((B)(6) 2014). There is a hook of calcium at the level of the left coronary cusp (lcc), where the lcc is touching the annulus. The annulus area is 368 mm2, which is good for a 23mm xt valve. The sinus of valsalva (sov) measured 26.6mm (good for the 23mm xt valve). The sinotubular junction (stj) diameter was good. Impressions: without the tavr procedure images (cine/echo), and the position of the rupture, it is not possible to determine the exact cause of the event, but it is likely related to the lcc calcification. In this case, the exact cause of the annular rupture cannot be confirmed. The available information and imaging provided indicate patient factors [calcification] likely contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, after deployment of the 23mm sapien xt valve, an annular rupture occurred. A second valve was deployed in hopes of decreasing the bleeding. The patient¿s chest was opened but the team was unable to control the bleeding; the patient expired. The annular rupture was attributed to calcified cardiac anatomy. Per report, the cause of death was annular rupture, an autopsy was not performed.